Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the connection between the syringe 1ml ls sp120 and needle was loose, letting air into the barrel. This occurred with 2 syringes during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid-19 vaccination. According to the customer's report, the connection between bd's syringe (303172) and non-bd's needle was loose, and air got into the barrel."

Manufacturer narrative:
H.6. Investigation: two samples and photos received for investigation, upon visual inspection of the two syringes provided, no defect can be observed in the tip of the syringes. The tip of both syringes is correctly molded with no burrs or defects. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Male luer cone fitting verification was performed to the two samples, all samples meet the specification. Based on the investigation results, no manufacturing related defects could be identified therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that the connection between the syringe 1ml ls sp120 and needle was loose, letting air into the barrel. This occurred with 2 syringes during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product for covid-19 vaccination. According to the customer's report, the connection between bd's syringe (303172) and non-bd's needle was loose, and air got into the barrel."